Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving dilaudid (0.5 mg/ml at 0.49957 mg/day) and bupivacaine (0.5 mg/ml at 7.0939 mg/day) as of (B)(6) 2014 via an implanted pump; the last pump change was on (B)(6) 2014. The indication for pump use was malignant pain abdominal/visceral. On (B)(6) 2016 it was reported that on (B)(6) 2014 the patient reported fatigue, nausea, vomiting, dizziness, and urinary retention. On (B)(6) 2014 reprogramming was done; the daily dose was decreased by 20% and the patient's fentanyl patch was stopped. The event outcome was noted as resolved without sequelae (B)(6) 2014. The clinical diagnosis was intrathecal medication side effects. The event was related to the device or therapy; not related to the implant procedure; and related to the intrathecal medications hydromorphone and bupivacaine. The drug action that caused the event was noted to be therapy initiation. On (B)(6) 2014 the patient reported feeling over-medicated and on (B)(6) 2014 the patient reported nausea and vomiting. Reprograming was done on (B)(6)2014. The event resulted in an emergency room visit. The event outcome was noted as resolved without sequela (B)(6) 2014. The clinical diagnosis was intrathecal medication side effects. The event was possibly related to the device or therapy; not related to the impl ant procedure; and possibly related to the intrathecal medication hydromorphone. The drug action that caused the event was noted to be no change in drug&#56224; on (B)(6) 2014 the patient reported weakness and sedation and reprogramming was done; the pump daily dose was decreased by 3%. The clinical diagnosis was intrathecal medication side effects&#56224;the event was possibly related to the device or therapy; not related to the implant procedure; and possibly related to the drugs hydromorphone and bupivacaine. The drug action that caused the event was increase dose. The outcome was noted to be unresolved at time of study exit/death/study closure. It was noted that the patient died on (B)(6) 2014. The patient's cause of death was metastatic sarcoma and the patient's death was not related to the device or therapy.